Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. (B)(4). Customer phone number not provided. The manufacturer¿s international service technician confirmed the reported touchscreen calibration issue and successfully replaced the touchscreen.

Event description:
The customer reported that the screen was incorrectly calibrated. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 06feb2019. Date rec'd by MFR: 04feb2019. A user interface touchscreen assembly was returned to philips for failure analysis. A visual inspection was performed and revealed no contamination or damage. The assembly was installed into a test ventilator. The test ventilator powered up and delivered breaths. During testing, it was identified that there was no touchscreen response and the ventilator was unable to shut down. The touchscreen was cleaned and reinstalled. Calibration attempts were unsuccessful. The customer complaint was confirmed. The touchscreen resistance ratio was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.